Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal pain and bleeding, dyspareunia, urinary tract infection, urinary urgency, frequency, mesh exposure and mesh erosion into vagina.